Manufacturer narrative:
Pump was received with broken off the belt clip rails, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was dropped but the infusion set and reservoir did not show signs of damage. The customer stated that the clip holder from the back side was damaged. The customer's blood glucose level was 61 mg/dl at the time of the incident. The product was returned for analysis.